Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal dilaudid (unknown concentration and dose) via an implanted pump. The pump's indication for use (IFU) was listed as intractable spasticity and spinal cord injury/spinal cord disease. In (B)(6) 2007 the catheter had a hole in it and the patient had medicine dripping into her spine. The patient started to swell up and got very ill. The pump and catheter were explanted 2009. The patient was a "mess for a really long time because of all of that stuff". The cause of the event, troubleshooting/diagnostics, concentration, dose, lot number, therapy dates as well as concomitant drugs and patient outcome were not reported; additional information has been requested, but was not available as of the date of this report.